Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to the ac_4c reported a recoverable i2c bus error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32506, 1123, 1173, 48100, 32058, and 1174 errors were found indicating failed to initialize i2c device, ac_err_encoder, aca board in usm4 reported a search light diagnostic error, recoverable i2c bus error, aca in usm4 failed to initialize i2c device the first time only, and encoder eeprom access has been retried faults on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where sensor check was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight pca was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight pca was found to be the root cause of the reported event.

Event description:
It was reported that prior a da vinci assisted surgical procedure that customer called in during power on to report that they are receiving a system error 40241 and 32056. Technical service engineer (tse) verified errors in logs on universal surgical manipulators (usm) 4. Prior to calling in, customer had powered system down and back on twice. Tse walked caller through two hard power cycles and emergency power off (epo) of the patient cart, but error came back on power up both times. Tse inquired if customer was able to continue with three arms, but customer stated they were not able to. The procedure was aborted with no patient involvement.